Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly inside the delivery tube when staff loaded and removed the delivery tube from the loader device. After loading the device, the nurse looked through the window and confirmed that seal was rolled and loaded completely inside the delivery tube. She released the two green buttons and pulled the delivery tube out from the loader device, but the seal was not loaded inside the delivery tube. The heartstring seal caught up in the loading device, and stayed in the window. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the delivery device was received separated from the loader device with the safety lock and the plunger not activated. The seal and the tension spring assembly was not inside the deployment tube. The non-folded seal and tension spring assembly were visible and positioned proximal to the window inside the loader assembly. It was also observed that the delivery device tube at the distal end was damaged. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.